Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided (identifying information redacted): july 5th ¿saw primary doctor, suggested we go to the emergency room patient was diagnosed with diverticulitis with a micro perforation- given mega antibiotics and pain meds and soft diet. Monitored blood work and was discharged with no fever and normal blood readings on july 8th. Did antibiotics for 3 weeks. Weekend of august 8th experienced severe pain and again returned to primary doctor and was sent to emergency and was near septic with infection from perforation that never healed. Was given antibiotics , pain meds and no food or drink until surgery to remove colon portion and do colostomy on august 11. Surgeon was dr. And all went well. Discharged august 18th, with pain meds, home nurse care and mild low residue diet. Wounds healed well and gained back some strength and we managed well with the colostomy. Did a beach vacation in september. Patient also had follow up surgeon visit and colonoscopy to check colon condition on september 23. Had a follow up surgeon visit and scheduled reconnect surgery for october 21st. Midway through the surgery around 1:30 ( surgery had started by around 8:00 a.m.) Doctor summoned me to explain the medical stapler malfunctioned and did some shredding of the color instead of a clean ¿connect¿ cut and we had two options. To go back to a permanent colostomy, or make a new cut using a different stapler and let the connection heal and bring part of the small intestine out, called an iliectomy with a bag to allow healing for the new connection and then somewhere down the road if test proved a healed connection and no problems, do a simple procedure to reinsert the small intestine. It was up to me to choose and I had to give him a chance to be normal again so that¿s the decision I made. The doctor agreed whole heartily and was going to do a water test, to confirm a secure connection but felt with the trauma, it needed time to heal before being called into normal function. Patient remained in surgery until close to 6:30-7:00 p.m. When the doctor came to see me again. He said patient was doing well but had been through a lot and I probably wouldn¿t see him for a while. He was under anesthesia for close to 10 hours. I was able to see him at 8:30 p.m. That night in recovery. He was out of it. They had him on a lot of pain meds, dilaudid pump and administered via IV. He remained in that recovery department most of the next day just sleeping and heavily sedated. I didn¿t take a picture of the pain pump or the dosage but I believe it was quite high 3.5 milligrams dosed over an hour period. I am uncertain if they also administered some via IV. I left around 8 that evening and he was moved to a room shortly after. He was catherized and had a nasal tube. He called me and sounded coherent around 9 p.m. To tell me about the room and they called again at 2:00 a.m. To tell me he had pulled the nasal tube out. He also called his daughter in (B)(6). I told him to push the nurse button, I could hear they came into the room and then I called the nurses station to make sure he was being attended to and that he was alright. They assured me he was. I went into visit the next day but the neighbor had called and said patient called him and was talking crazy. When I arrived he seemed a bit agitated , still on the pain med pump and the doctor met us there. The doctor explained the delirium and paranoia that was normal that he might experience. The families sometimes get extremely concerned over the irrational words and behaviors of people who have been under anesthesia for a long time then heavy pain meds and it generally last a for hours or a day. Patient kept getting worse. By 4:00 I became very concerned that something more was wrong. I spoke with the nurse who said the resident would be coming by and after waiting more than 15 minutes I called his doctor. He called me back wanting to speak to the nurse and the doctor happened to be at the nurses station so dr. Spoke with him. Blood work was ordered to check and his white blood count was up, his hemoglobin was falling and they tested for low oxygen and blood poisons and did an EKG which was normal. He was running a fever and they ordered a CT scan which found no blood clots but revealed fluid around his lungs. They moved him to the surgical transition unit and there he was given a blood transfusion, still delirious and paranoid. They needed another IV sight, called for someone to do that and when he arrived patient batted him away. Then they called security and a swarm of men surrounded him. I became arrogant and quite verbal. Then they administered halband and ataban to calm him and explained (the nursing staff) that all of this was quite normal, happened all the time and that this was normal procedure for them. Patient did try to pulled the blood IV and they immediately taped that up. They informed me they must likely would have to restrain him for safety¿s sake. He seemed to calm down and fall asleep and I stayed for about an hour. In hindsight I should have never left. After getting home I received a call that he had gone into afibulation from the medicines and the cardiologist team was on board and they were doing blood work and would continue to do so through out the night. I wanted to go back but they encouraged me not to as he needed calm and rest and they would call if they felt that necessary. I told them I was going to call every 15 minutes to check on him which I did and his heart rate was returning to normal. One of the meds administered was amiodorone which is highly effective and fast acting and there was no elevation of tryponan which is an indicator of heart attack or trouble. They also put him on metropropol to lower his blood pressure. Patient has a history of low blood pressure. By morning he was doing much better and not agitated and much more with it but he had a hell of a night. I should have been there. Since his surgeon prefers to leave the wounds unstitched, less chance of infection, the original plan was to give him a mild sedative and do the stitches in a day or two. Well, surgery was friday and it was now monday. So on tuesday they did what¿s called wound stuffing with a suction tube to stave off infection and bring the skin closer together. Since all the happenings they had taken him off all pain meds and it was extremely painful. That afternoon they transferred him to a regular room and had given him something to eat. He had not eaten since wednesday in prep for surgery, six days with no food. His numbers were improving as far as hemoglobin and white cell count but his blood pressure was still low. He was stitched on thursday with local anesthesia and discharged on saturday after showing activity in his new bag. There is a major difference between a colostomy and iliectomy and the latter is higher maintenance with a different and difficult set of circumstances. We again had the same wonderful visiting nurse and she was extremely helpful as patient¿s pulse and blood pressure remained at an unhealthy low reading. With her help with blood work, calls to his cardiologists and a visit we were able to get him off the blood pressure medicine and reduce the afib med to a safer level. He recently wore an afilulation monitor so hopefully by the end of may he can get off the med all together. The long term effect of the drug amiodorone are quite harmful. Due to the trauma, the long surgery and the consequences and aftermath , he had to wait until january 20th to do the small intestine reinsert. We were scared to death having gone through the previous surgery but by the grace of god , all went perfectly well. His surgeon is well pleased but it is a long road back. Due to more colon being removed from the malfunction of the stapler his bowel habits will be forever changed and he has more scars and incision healing to deal with. His strength is very slow in returning. We have paid out of pocket for prescriptions and other items and since the insurance calendar ends in december , the recent surgery starts with our 700.00 deductible. I know you might have many questions and need specifics but I do hope this helps give an overview of his journey. Thank you, (redacted) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Dear ms. (Redacted): thank you for reporting the circumstances surrounding your husband¿s surgical treatment where one of our stapling devices was utilized. We would like the opportunity to learn more about the use of the device and are hoping to speak with the surgeon involved. Can you please have mr. (Redacted) contact us so we can obtain his permission to speak with his treating physicians? My phone number is (B)(6) (redacted) or in the alternative, we can contact your husband by phone if you provide his contact information. Thank you again and we look forward to hearing from you or mr. (Redacted).

Event description:
It was reported that the patient had surgery to reconnect his colon after a colostomy due to a micro perforation that became infected. The surgery was going along until the medical stapler made by your company malfunctioned. This resulted in complications and if it hadn't been for the skilled and brilliant surgeon he might have spent his life with a colostomy bag. Attached you will find documentation in what resulted from this malfunction. Upon further request I will submit medical records.

Manufacturer narrative:
(B)(4). Type of reportable event: not reportable. Additional information was requested and the following was obtained: the patient received a temporary ileostomy that has since been reversed. He also had some cardiac issues (a fib) during the post operative period as well but they have resolved and he¿s doing much better now. They did grant permission for us to speak to the surgeon. Attempted to reach dr. Dr. Advised that the circular stapler was utilized in the surgery at issue and the patient did have complications and required an extra procedure and extended hospital stay; however, the circular stapler ¿was not to blame for the extra procedure and extended hospital stay.¿ upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.